Event description:
Complaint alleged that some of the clips could not be locked, because the upper and lower jaws of the applier are not aligned. This occurred during the initial use of the device. There was no consequence to the pt. No pt injury reported.

Manufacturer narrative:
Device sample received by MFR, but investigation is still underway at the time of this report.